Manufacturer narrative:
This report is for 15 new pacemaker implantations reported to have occurred in patients with sapien 3 valves. Additional details of these events are not available, including type of conduction disorder and time of the event. The date of the events is unknown. According to the article all implants were completed between march 2012 and december 2017. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. It is possible that a conduction disturbance was caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference: di, d. Stefano, et al. "Impact of horizontal aorta on procedural and clinical outcomes in second-generation transcatheter aortic valve implantation." Eurointervention: journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology 15.9 (2019): e749-e756.

Event description:
As reported by an edwards lifesciences affiliate in italy, through the review of the medical article: " impact of horizontal aorta on procedural and clinical outcomes in second generation transcatheter aortic valve implantation¿, a study was performed to evaluate the impact of horizontal aorta (ha) on device success and short-term clinical outcomes of transcatheter aortic valve implantation (tavi). The authors retrospectively assessed 547 consecutive patients treated with transfemoral second-generation non-balloon expandable valves (n = 447) and balloon expandable sapien 3 (n = 100) valves for symptomatic severe aortic stenosis between march 2012 and december 2017. The following events were identified during the study period for patients with sapien 3 valves: 3 aortic ruptures 1 coronary obstruction 15 new pacemaker implantations 2 strokes at 30 day follow up.

Manufacturer narrative:
This is one of four reports being submitted for this article. Please reference the following manufacturer numbers: 2015691-2020-10152, 2015691-2020-10154, 2015691-2020-10155, and 2015691-2020-10156.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.